Manufacturer narrative:
H4: the lot was manufactured from december 23, 2020 - december 24, 2020. H10: two (2) actual samples were received for evaluation. Visual inspection was performed which observed loose white particle matter inside the bag of the first sample and loose white particle matter at the fill port connector of the second sample. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a foreign substance was found in two (2) 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This issue was identified prior to use. There was no patient involvement. No additional information is available.